Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2009; 693558 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient experienced chest pain and felt the implantable cardioverter defibrillator (ICD) device fired. A transmission showed no shocks were delivered by the device. The device remains in use. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the left ventricular (lv) lead measured high capture threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.